Event description:
There were no reports of patient involment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b7, d8, d9, e3, h2, h3, h4, h6, h11. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage and water leak on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in cable unit, the displayed image is flickering. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a disruption in the image. The issue was identified during inspection and preparation for use. There were no reports of patient harm.